Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a coronary artery. A 9.0mm x 40mm mustang¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device no patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR. Device evaluated by MFR: the complaint device was returned for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 14mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for approximately 69mm. It was noted that the balloon shaft had exited the balloon material due to the length and position of the longitudinal tear. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a coronary artery. A 9.0mm x 40mm mustang¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device no patient complications were reported.